Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant procedure, this pre-existing electrode was connected to a new subcutaneous implantable cardioverter defibrillator (s-ICD) but exhibited a high out of range shock impedance measurement. The electrode was unplugged and reconnected to the s-ICD which ended up solving the issue. During the defibrillation threshold (dft) test, there was a delay in the s-ICD system detecting ventricular fibrillation (vf) which resulted in the patient having to receive an external shock. Review of the episode noted undersensing of the vf caused the delay in therapy. The s-ICD was repositioned in the patient and the next dft test was performed successfully. The electrode remains in service and there were no adverse patient effects reported.